Event description:
It was reported that during procedure the subject balloon was inflated and it was not getting deflate. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspection could not be performed as the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿as per the physician subject balloon was inflated and it was not getting deflate. So, doctor has to pull out the wire and deflate the balloon¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. Other devices used in the procedure in the conjunction with subject device were catheter, microcatheter. There was patient involvement. 60% contrast was used during preparation. The catheter was flushed to facilitate guidewire insertion. The correct inflation medium was used to inflate the balloon as per the dfu. The device was inflated to nominal pressure. The balloon was able to be successfully inflated/deflated during preparation. There was no resistance encountered during the guidewire insertion or during inserting the balloon through catheter. The physician made an attempt to load the guidewire into the balloon prior to purging the balloon. There were no clinical consequences occurred to patient during/after the procedure. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported ¿balloon difficult/unable to deflate during use¿.

Event description:
It was reported that during procedure the subject balloon was inflated and it was not getting deflate. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.